Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Patient does not want to provide any additional information and doesn't want to proceed with an investigation at this time. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient has now mrsa in her femur. On (B)(6) 2013, the patient will have her hip explanted and cement and antibiotics will be implanted. A future revision surgery date will be scheduled to implant hip.